Event description:
Physician was performing a pta in the sfa when the balloon burst. Upon removal of the sailor catheter, a portion of the balloon material tore away from the catheter. The physician asked for a balloon expandable stent, placed it at the site of the lesion in the sfa, and expanded the stent to entrap the balloon material between the lesion and the stent. The final runoff showed excellent blood flow with no residual contrast staining at the lesion site. Unknown balloon burst rate. There was no patient injury reported.